Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. An evaluation of the device memory was performed, and no suspicious faults or resets were observed. Upon manual capacitor reform, the charge time was found to be 11.9 seconds. The device was then exposed to simulated heart load conditions, and the defibrillation pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Device data review confirmed that when the attempted capacitor reform was performed by field, the recorded temperature of the device was 0 degrees celsius. Therefore, it was concluded that the clinical observation of extended charge time (17 seconds), was the result of this device being stored in environments where the temperatures dropped below the recommended storage temperature.

Event description:
It was reported that prior to the implant procedure, this device was interrogated and a capacitor reform was performed which resulted in a long charge time (17 seconds). A red alert was also observed regarding the battery reaching explant status. The physician exchanged the device to resolve the event and no patient involvement was reported. The device was subsequently received for analysis.

Event description:
It was reported that prior to the implant procedure, this device was interrogated and a capacitor reform was performed which resulted in a long charge time (17 seconds). A red alert was also observed regarding the battery reaching explant status. The physician exchanged the device to resolve the event and no patient involvement was reported. The device is expected to be returned for analysis, but has not yet been received.